Manufacturer narrative:
The unit was received with its operating currents within specification. Unit passed the self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, the unit was unable to prime unit during prime/compromised force sensor system test due to a faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. The following physical damage was noted: cracked case at display window corners, missing end cap sticker, peeling address label and minor scratches on lcd window.

Event description:
It was reported via phone call that the insulin pump stopped working during a bolus attempt. The patient's blood glucose at the time of incident was 288 mg/dl. The patient would program the rest of the undelivered bolus but kept receiving no delivery alarms. The infusion set was not damaged. The insulin pump was returned for analysis.